Event description:
It was reported that cloudy solution was observed during use of an unspecified quantity of inlets. This was observed in the pharmacy during filling using a compounder. K phosphate, k acetate, na acetate and lipids were scheduled to be delivered to a final bag; no lipids were pumped yet. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.